Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep evaluated the info provided by the customer via e-mail and advised the customer to replace the drive transducer (part # 0682-00-0076-01). The part is being sent to customer for the customer to install and repair the unit. It was advised that the transducers must be calibrated after the part installation. The part replaced is being requested to be returned to the manufacturing facility at (B)(4) for eval. A supplemental report will be submitted when additional info becomes available. (B)(4).

Event description:
Customer reported that while using the pump on a pt an alarm started when switching on the system. Alarm start and error message "electrical test fails code # 52" (drive transducer offset failure). The therapy was continue with the same pump. No pt injury was reported.